Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead was returned with the guide tooth damaged, which prevented the helix from proper retraction. There was blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that after several attempts to place the lead during the implant, the helix would not extend back. The lead was not implanted, and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.